Event description:
Consumer complaint about high blood results. Customer's expected blood results are 95-100mg/dl fasting. Customer states that he feels well and requires no medical attention. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer was not able to clearly make out the time and date of the results in the meter memory. Reviewed meter memory: 168mg/dl, (B)(6) 2015, 11:45:00 am, fasting: yes; 174mg/dl, (B)(6) 2015, 11:20:00 pm, fasting: yes; 175mg/dl, (B)(6) 2015, 10:58:00 pm, fasting: yes; 182mg/dl, (B)(6) 2015, 10:18:00 pm, fasting: yes; 173mg/dl, (B)(6) 2015, 12:30:00 pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause: user had inaccurate reference. No defect found.